Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 305270 batch no. 8324870. It was reported that during use of the syringe integra 3ml w/ndl 25x1 rb the customer thought the needle broke into the leg while injecting. Customer went to the emergency room with the syringe where a doctor looked at the syringe and performed an x-ray. No needle was found in the leg. The following information was provided by the initial reporter: while injecting in leg he thought needle broke during injection. Went to the ER with the syringe doctor looked at the syringe and completed an xray they could not find the needle in the leg.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305270, batch no. 8324870. It was reported that during use of the syringe integra 3ml w/ndl 25x1 rb the customer thought the needle broke into the leg while injecting. Customer went to the emergency room with the syringe where a doctor looked at the syringe and performed an x-ray. No needle was found in the leg. The following information was provided by the initial reporter: while injecting in leg he thought needle broke during injection. Went to the ER with the syringe doctor looked at the syringe and completed an xray they could not find the needle in the leg.